Event description:
Additional information received indicates that surgical intervention too place on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Event description:
It was reported that the patient¿s therapy strength decreases on its own. Additionally, patient¿s ipg does not communicate with programmers. Reportedly, patient could connect to the ipg just outdoors. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance on the returned octrode lead was confirmed. The returned octrode lead was found with all internal broken wires broken. This will produce high impedances and inadequate therapy (auto reducing). The cause of the broken wires is unknown as the patient didn't report any falls or traumatic events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.